Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: it was reported the caller spoke with a patient who has restless legs and uses the nidra bands for treatment prn. She states she used it once since her implant and noticed significant leg cramps after using. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).